Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: material #: 367815. Lot/batch #: 1055744. Bd had not received samples, but six (6) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged (scratched) tubes was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (scratched) tubes based on the photos provided. Bd determined that the root cause of the indicated failure mode was attributed to an equipment jam during the manufacturing process. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced cracked tube. The following information was provided by the initial reporter. The customer stated: the broken tubes are the red tops (which is what was received cracked previously). They said the tubes were shipped in a bag (I presume within a box). Seeing that these are the same tubes.